Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope's distal end cover exhibited a burn. There was no patient involvement.

Manufacturer narrative:
Updated fields- h2, h6, h11. Corrected fields- h6. This supplemental report is being submitted to provide the correction and results of the final investigation. Based on the results of the investigation, a definitive root cause could not be identified. It is likely the issue occurred due to a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.